Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device as a result of preventive maintenance. A damaged control board on the rfc (rotaflow console) was found. During the investigation of similar complaints damage on the digital isolator ic32 of the control board was found and it could be concluded that the digital isolator ic32 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU (instructions for use): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. The defective control board was replaced and the system incl. The rotaflow-drive was successfully tested to manufacturer specifications. (B)(4).

Event description:
(B)(4). It was reported, that during preventive maintenance the error-message "head" was displayed when testing the device above 1300 rpm's (revolutions per minute). (B)(4).